Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 322 mg/dl, ketones, and vomiting. They have not been using the insulin pump since they have been in the hospital; they were asked to turn off the device. They were treated with nausea medication, intravenous drip, and lantos. At the time of the call the blood glucose was 292 mg/dl. The caller stated that prior to the emergency room visit the customer changed the infusion set and was not sure if it was done properly. The drive support cap was recessed. The dome sticker was missing. The customer was advised that the insulin pump needs to be replaced. Air bubbles were found in the reservoir. Troubleshooting was done and everything passed, including high pressure test. No delivery and low battery alarms were found in the alarm history. The customer removed the infusion set from the body and the cannula was bent. Nothing further was reported.